Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed using a versacross connect system in conjunction with a watchman fxd double curve access system (was). Tsp was performed and the versacross wire and trans-septal system was advanced into the left atrium. The versacross dilator was exchanged for a pigtail catheter. Once the pigtail catheter entered the left atrium, a large thrombus was observed on the tip of the was. It was then noted that the 10,000units of heparin had not yet been administered. The heparin was administered and a 5.5f non-boston scientific extraction catheter was inserted into the was to successfully aspiration the thrombus. The devices were removed from the patient anatomy. An activated clotting time of 360 was obtained and the procedure was successfully completed with a versacross and a new was. A neurological examination was performed upon awaking. The patient was alert and stable with expected discharge the following day.